Event description:
See initial report.

Manufacturer narrative:
The root cause of the reported contamination could not be established. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The customer has declined the service quotation and wants the device back. The device is not repaired and labeled "not for clinical use". The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: through follow-up communication with customer, livanova learned that: positive microbial results are related to post-disinfection device water samples. No other devices/surfaces in the operating room were tested in order to identify the source of contamination, and neither the sink water. The device is cleaned regularly as per the instructions for use. The hospital does not use patient reusable blankets. The water quality monitoring is applied and the h2o2 is checked, but it was not reported how frequently. When the device is not used, is it stored full of water, and the h2o2 is checked daily even during days of non-use. H2o2 is added when the water in the tanks is changed (each 7 days). A disposable pall-aquasafe water filter with 0.2 m membrane or equivalent performance filter is used for tap water, but it was not reported how frequently the filter is changed. Prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected. The 3t aerosol collection set is replaced after allowed use period (7 days). The 3t field blue tubing set used with the heater-cooler is replaced each year. The device is placed inside the operation theater during use, opposite to patient, at a distance of approximately 2,5 meters. Based on the collected information, no evident or systematic deviation from device instructions for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.